Event description:
Specifically, there is no sharpness, and it could not penetrate the skin (epidermis) (did not reach the blood vessel). When a new one was opened and punctured again, it could be punctured as usual without any problem.

Manufacturer narrative:
This MDR is the result of an investigation finding. Device eval: our quality engineer inspected the sample and photographs submitted for evaluation. Your report of resistance when puncturing was confirmed from the circumstantial evidence was observed on the device in the provided photographs. The cause appeared to be manufacturing related. Five photographs and one 24g insyte autoguard device from lot 5045778 were provided for investigation. The shape of the bevel at the catheter tip appeared to be incorrect in the photographs, which would likely create complications during insertion. A functional test to simulate needle tip and catheter tip penetration revealed that the penetration force of the returned needle and catheter were within specification. The returned sample appeared to be different than the sample in the photographs. The bevel shape of the catheter tip appeared to be a contributing factor of the reported issue. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A code updated.

Event description:
No new information.